Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was at time of incident was 487 mg/dl, over 600 mg/dl and treated with manual injections and current blood glucose level was 213 mg/dl. Customer feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer reported that the insulin exited at the quick release. Customer performed displacement test, high pressure test and self-test and all tests were passed. The devices will not be returned for analysis.